Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the patient received hemodialysis treatment and approximately three days later experienced a cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered for dialysis treatment.